Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the device was at end of service due to three prior overdischarges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient was getting poor communication between the ins and the patient programmer and ins recharger. The patient reported that they were only able to get the ¿reposition antenna screen ,¿ so they could not recharge their device. The patient stated that they might need to see a representative to get a ¿high boost recharge.¿ the patient reported that the last time they were able to recharge their ins was ¿a couple of months¿ prior to the date of the report and the patient stated that the last time they charged was at the doctor¿s office. Additional information was received from the patient. It was reported that there was a power on reset (por) related to an overdischarge. The patient reported the ins was completely dead, and the manufacturer representative (rep) was doing a 60-minute charging session (physician mode recharge) on (B)(6). After that, the por appeared on the patient programmer. There were two records of previous suspected overdischarge. The device was at end of service (eos). The device was off and no longer providingtherapy. There was a dissatisfaction with ins longevity, and the patient only claims to have had one overdischarge in 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-03-14, reporting that it was reported that this was the patient¿s third overdischarge. It was reported that the ins was at eos (end of service) and needed to be replaced. The patient¿s weight at the time of the event was asked but was unknown. The provided information was confirmed with the patient¿s physician. Additional information was received on (B)(6) 2018 from a healthcare provider (hcp) via a rep reporting that according to the patient their device was at eos. The rep was not aware of any factors that may have led or contributed to the issue. The ins was replaced on (B)(6) 2018. The issue was resolved at the time of the event. The rep indicated that they were made aware of the replacement via a text message on tuesday (B)(6) 2018. They had no idea of the reason until they arrived on (B)(6) 2018 or why the physician wanted it returned. The rep stated had they known they would have walked in the case with a return kit. They stated they got one later from their car. They simply wanted to know if anything was malfunctioning with it or if it was due to the patient¿s lack of use. It was reported that surgical intervention occurred and the patient¿s ins reached eos too early. The patient¿s ins would be returned for analysis. No further complications were reported/anticipated.